Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Analysis identified that the pump was non-functional as there was no motor function and no telemetry was possible. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The pump had not yet been sent for return. An image of the n'vision screen was provided, seeming to indicate telemetry was present, but did not indicate whether telemetry was successful or not successful.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. "Several tentative have been done" was clarified to mean several interrogation attempts were made. It was indicated interrogation was also tried in other rooms without pcs, cell phones, or printers, but it still didn't interrogate. It was indicated neither the tablet with a810 software or n'vision with 8870 software interrogated the pump, but the same n'vision and tablet went perfectly with other pumps on the same day. It was stated a symbol appeared on the n'vision screen. It was indicated the pump was sent for return the week prior to (B)(6) 2020.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen 500 mcg/ml at a dose of 59.93 mcg/day via an implantable infusion pump. It was reported that communication with the pump was impossible. It was noted that several ¿tentative¿ had been done but it was not possible to interrogate the pump to refill it. It was noted that at the previous refill in march everything was okay. There were no symptoms for the patient but the hcp decided to replace it with another device. The issue was resolved at the time of the report and at the time of the report alive without injury. No further complications were reported or anticipated.